Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc (B)(4), lot p355743, exp (B)(4) 17, 0.9% nacl injection, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a backcheck valve issue during administration of zosyn. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a check valve issue (back flow) was confirmed. The primary set was visually inspected including magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.0236¿ long particle of abs (acrylonitrile butadiene styrene) located between the housing seal area and the affixed silicone diaphragm disk. The cause of the check valve failure is a particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.